Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of failed battery test alarm and cracked battery cap. Customer's blood glucose reading was 170 mg/dl. The customer stated that they were not able to remove the battery cap and the coin slot was stretched out. The customer declined to troubleshoot. The insulin pump was not returned for analysis.